Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with 510k number k131855. Evaluation summary it was caused due to an excessive force applied on the ccd cable during angulation. In addition, we confirmed that the bending rubber leak; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Image disturbance during angulation.